Event description:
No additional information was provided.

Manufacturer narrative:
Internal bd r&d team returned photos and test reports of the samples, which verified issue with packaging. There is an issue with the seal created by the packaging, providing an avenue for sterility breach. The manufacturing site found the root cause for the packaging issue to be possible damaged gasket. The gasket wears out dur to natural operation and time, and could have been changed at the moment of damage without wo. A quality alert was communicated to personnel 27aug2024 to reinforce the correct procedure for the packaging/sealing of the model. A device history record review could not be performed on material 2202e-0006 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free access pin had sterility compromised the following information was received by the initial reporter with the following during design verification of product smartsite vial access device, design defects were found. Email : ¿on (B)(6) 2024, four open seals were identified during integrity testing as part of dv testing in low parameter settings in hot and cold condition samples.¿